Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Customer applied more force to the button to resolve the issue. Additionally, it was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose level.